Manufacturer narrative:
The complaint company cartridges were not returned. Eight unopened company cartridges were returned for lot in an opened 10-count carton. The samples are for two files. Evaluation will be placed in both prs. The eight company cartridges were opened and microscopically examined. No damage observed. No particulate was observed inside the cartridge lumens. All eight company cartridges were functionally tested per the (direction for use) dfu. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company cartridges were cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified lens model/diopter was indicated with a qualified handpiece. A non-company viscoelastic was indicated. The root cause for the reported complaint could not be determined. The used company cartridge complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. Per the (instruction for use) IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. There are 4 other complaints has been reported. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, there was a foreign material on the surface of the iol coming out of the cartridge. Used two from the newly opened box. Both of them had a foreign material on the surface of the iol implanted in the eye. The foreign material were removed by aspirate and the surgery was completed without any problems. Additional information has been requested.